Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The recipient's mother requested an integrity testing as she was unsure about the child's hearing performance with the device. In 2017 aided testing for this right-side implant has revealed that the hearing and speech performance has decreased over the past year and a half. Further fitting was carried out and the device stayed implanted. In 2021 it was reported that, in situ testing showed changes results. However, the users performance with the device is good. After clinical support review, the clinic will decide how to proceed.

Manufacturer narrative:
(Exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The recipient's mother requested an integrity testing as she was unsure about the child's hearing performance with the device. The recipient does not wear the processor at all times, per the audiologist. No hits to the head were reported, other than minor ones. There was no change in health. Further fitting will be carried out for this concerned side. There is no plan for re-implantation at this time.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother requested an integrity testing as she was unsure about the child's hearing performance with the device. No major impacts to the head, surgeries, or changes in health are reported.